Event description:
This pt had been admitted to ICU following an acute mi and cardiogenic shock with cardiac arrest. Rectal tube placed on (B)(6) 2011 due to black tar like stool. Her hosp course has been complicated by renal failure and respiratory failure, as well as severe thrombocytopenia with suspicion for hit and was receiving argatroban. Friday morning, she developed massive hemorrhage from rectum; she underwent an angiographic eval with embolization of the rectal artery x 2 by ir, and required multiple transfusions. Bleeding ulcer in distal rectum is though to have been caused by the balloon from rectal tube.